Event description:
It was confirmed that the rod detached from the inserter while passing through the third screw head during a multilevel fixation case. The rod was removed and a new rod was used. There were no patient complications reported.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.